Event description:
Bilateral silicone gel-filled breast implants ruptured with grade four capsular contractures. The breast implants were explanted because the pt had multiple symptoms of connective tissue disease.